Manufacturer narrative:
The following functional tests and communication were performed. A philips field service engineer (fse) visited onsite and could was not able to confirm the reported issue of ¿no sound alarm¿. The fse reviewed the error logs with the philips support tool, but couldn't find the problem. The fse confirmed that equipment was working fine, and it didn¿t fail again. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported that there was no alarm sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting information: (B)(6).